Event description:
During the use of a zoll e series monitor in routine pt care the monitor was applied under battery power in lead 3. The monitor was functioning appropriately. A 12 lead EKG was initiated. At that time the pt was asked to move towards the gurney. The monitor was picked up off the floor. At that time it powered down without warning. The crew immediately cycled the on/off switch and the monitor turned back on. Then while walking down the stairs at the pt's residence the monitor once again powered down. The on/off switch was cycled without repower. The monitor was left in the on position and set on the pt's legs until the crew got to the ambulance. During the loading of the pt the monitor turned back on and continued to function. Diagnosis or reason for use: chest pain.